Manufacturer narrative:
Medtronic received the following information from a journal article entitled; acute dissection into a large abdominal aortic aneurysm in a patient with marfan syndrome jim j., maijub j., cook j.r. Vascular (2023) 31:2 (279-283). Doi: 10.1177/17085381211063290 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
A non mdt graft was implanted in the treatment of a type a aortic dissection on an unknown date. Bypasses were made to the patients innominate and left common carotid arteries and a 6-mm non mdt graft to the left subclavian artery. One year later, the patient presented with acute onset of back pain and a CT performed demonstrated an intimal flap that terminated at the mid-descending thoracic aorta and a separate newly identified infrarenal aaa with a maximal transverse diameter of 7.2 cm. The patient's blood pressure and pain were managed, but four days later the patient developed severe tearing chest pain associated with severe hypertension. A repeat cta showed acute extension of the intimal flap into the aaa down to the aortic bifurcation. The patient was treated with an open infra renal aortic replacement with a non mdt graft. The procedure was performed with left atrialfemoral bypass to avoid excess pressurization of the thoracic aorta during aortic cross clamping. The patient had an unremarkable postoperative course and was discharged on the ninth postoperative day with good blood pressure control. At three years, the patient developed aneurysmal degeneration of the residual aorta to over 6 cm in size. The patient was treated with a two-stage hybrid procedure. The patient underwent a redo-sternotomy with an open distal aortic arch replacement with a 24-mm non mdt graft elephant trunk and concomitant placement of a 28 x 150 mm valiant stent graft through an ascending aortic conduit. The planned completion procedure was delayed by 8 months and in the interim, the juxtarenal aorta had significantly enlarged to over 7 cm in size. The patient underwent re-operative open thoracoabdominal replacement, again with left atrial to femoral bypass, from the thoracic endograft to the infrarenal non mdt graft using a multibranched non mdt graft with bypasses to the mesenteric arteries (celiac, superior mesenteric, bilateral renal, and large middle sacral arteries). On standard imaging follow-up at 1 month, there was thoracic aortic enlargement to 9 cm in size. An angiogram revealed an anastomotic leak at the distal edge of the valiant stent graft. This was repaired with the placement of an additional 32 x 150 mm valiant stent graft across the anastomosis. On follow-up at 5 years, the patient is doing well and imaging confirmed positive aneurysm remodeling and sac regression.